Manufacturer narrative:
Investigation of the guidewire returned on 8/22 revealed that the core wire was broken, coil wire was elongated, but the device was in one unit without separation to two. Microscopic observation revealed the trace of breakage of core wire at approx. 7mm from tip end due to bending force. During processing of this complaint, manufacturer attempted to obtain complete event and information, and obtained the following details: there was some irregular feeling with the guidewire during use for ofdi to high lateral artery, and when the procedure was continued with the same guidewire to lcx #12 physician found the guidewire was no more maneuverable and removed it out. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the device investigation, it is inferred that the guidewire might be advanced to distal area of the used artery and tip response was restricted in the vessel, where bending force worked repeatedly on the guidewire, resulting the accumulation of the force and breakage of core wire when the force exceeded the product design limit, also the coil elongation along with additional manipulation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, subject guidewire was used with ofdi for rca #3, it was felt that the guidewire maneuverability being lowered and the guidewire getting stuck.

Manufacturer narrative:
(B)(4).